Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The error consisted of the application of a radiotherapy session based on the treatment plan of another patient. Technicians selected the wrong patient in the mosaiq system. They did not follow the security procedures of verifying patient identification.

Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the error consisted of the application of a radiotherapy session based on the treatment plan of another patient. Technicians selected the wrong patient in the mosaiq system. They did not follow the security procedures of verifying patient identification. It was ascertained from the logs that the plan belonging to patient a was not delivered on (B)(6) 2025. However, the customer states that patient a was mistakenly treated with the plan of a different patient (patient b) in error. There is no way to confirm from the logs which patient was physically in the room at the time a particular treatment was given. Although the logs for the same day do show that the plan for patient b was delivered around 23.55 to 23.59 which is approximately within an hour of the timeframe patient a may have typically received treatment. The mistreatment of patient a is due to abnormal use and elekta physics assessed this as a serious radiation overdose. It is the user's responsibility to verify the patient (photo ID display in mosaiq could help) and confirm the plan is correct prior to irradiating beam. Mosaiq did not have any malfunction and worked as designed and intended.